Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the manifold valve is sticking. Correction: as stated on the irs doc pg 14: independent repair center: customer alleged alarming or red light and the key failure is the manifold valve is sticking.